Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3008829311-2018-00135. It was reported the patient stopped experiencing stimulation. Diagnostics indicated impedance issues. X-rays appeared to show one of the patient¿s leads had partially pulled out of the ipg header, but it was not confirmed. Patient may be awaiting surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report: 3008829311-2018-00135. Follow up information identified the patient underwent replacement of lead and implantable neurostimulator (ins). Replacement of the ins was elective, as MRI conditionality was desired. Postoperatively, effective therapy was restored.